Manufacturer narrative:
Other applicable components are: product ID 37092, lot# 272450001, implanted: (B)(6) 2011, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger.

Event description:
It was reported that the patient could not recharge the implantable neurostimulator (ins) more than half way. There was also a communication problem and an ins overdischarge was suspected. The last successful recharging session was in (B)(6) 2015. The patient interrogated using the patient programmer (pp) and got poor communication. When she used the recharger (insr), it showed a reposition antenna screen. The patient was advised to contact her healthcare provider (hcp) for a physician mode recharge (pmr). Indication for use included multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.